Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra 2 meter read inaccurately low in comparison to her feelings or normal results. The complaint was classified based on customer care advocate (cca) documentation as the patient was unavailable for follow-up when attempted by medical surveillance (ms). The patient reported that on (B)(6) 2016 she obtained a result of 97mg/dl on the subject meter which she felt was inaccurately high. Meter to feelings comparisons do not meet lfs criteria of a valid comparison for accuracy. The patient manages her diabetes by self-adjusting her insulin doses and continued to take her usual dose of levemir and humalog insulins in response to the alleged issue. The patient reported that an unknown time after the issue occurred she developed symptoms of "blurry vision and shaking" however denied receiving any treatment. During troubleshooting the cca noted that the meter was set to the correct unit of measure however the test strips had not been stored or handled correctly. Replacement products were sent to the patient. This complaint is being reported as the patient suffered symptoms that meet lfs criteria of a serious hyperglycemic event after the alleged meter issue occurred.